Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 162 mg/dl compared with the sensor glucose reading, which were low even though his blood glucose level was not. Advised the customer to find an insertion area with more fatty issue. The customer declined troubleshooting for the transmitter. He also noted a change sensor alarm and blood at the sensor insertion site. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No needle complaint could be confirmed as only the sensor was returned without the needle.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.